Event description:
The pt experienced a burning sensation, cramps, and warmth at the implantable neurostimulator site. The pt was admitted to the hospital due to sciatic nerve pain. The pt had an appointment to see his hcp and following week. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.